Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes there were difficulties implanting the lead. Two days later there was a loss of capture and sensing.~~~~~